Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. It was reported that the patient suffered a pericardial effusion. A small pericardial effusion was noted and the physician elected to proceed. At the end of the procedure, an intracardiac echocardiography (ice) was used and the pericardial effusion was slightly larger; however, the physician felt that it was okay and the patient was moved to the recovery room. The effusion increased in the recovery room. The patient was brought back to the lab and a pericardiocentesis was in progress. They used 45 watts for the procedure. All the catheters were already disposed of. After speaking with the physician, there was still speculation on the cause of the adverse event. It was suspected that it may have been during transseptal. The patient was reported to have recovered after extended hospitalization which was required so that the patient¿s condition can be monitored after the tapping. The generator used in the case was a smartablate system rf generator us. A transseptal puncture was performed with a baylis nrg transeptal needle 98 cm. No ablation was performed prior to noting of baseline effusion. The physician did not mention if there was a steam pop. It is unknown when the event occurred. At the end of procedure, it was noted that there was a ¿small¿ increase in effusion. The physician ordered an echo on the patient. After echo was performed, the patient was sent to recovery and became ¿symptomatic¿. An irrigated catheter was used in the event and the flow settings were set to standard flow settings. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. There were no error messages from the carto during the procedure. The force visualization features used were dashboard, vector and visitags with 2.5 mm/ 3s/ 25%/ 3g; 3mm size tags. There were no additional filter used and the color options were used prospectively with visitags colored based on impedance drop (5 ¿ 10 ohms).

Manufacturer narrative:
Per additional information received by bwi on 17-may-2022, the device history record evaluation was completed. A device history record evaluation was performed for the finished device 30685273l number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).